Manufacturer narrative:
G4: 09mar2020 b4: (B)(6)2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the battery to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: 27jan2020. Date of report: 18feb2020.

Event description:
The customer reported the device had experienced back up battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.